Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿arthroprosthetic cobaltism and cardiomyopathy¿ by colin machado. Et al reports on study of analyzing (B)(6) year-old male patient presented with possible cobalt cardiomyopathy from severe cobalt poisoning in the setting of arthroprosthetic cobaltism with symptomatic improvement upon revision of the hip in september 2011. Total hip replacement was done by using asr (articular surface replacement) xl depuy hip prosthesis for osteoarthritis in 2003. Serum cobalt levels as well as plasma levels were found toxic with levels >7 mcg/l or 118 nmol/l indicating possible periprosthetic metallosis which is soft tissue deposition of cobalt. He subsequently went on to have revision of the hip with removal of the prosthesis. Patient is identifiable for reported adverse event. Depuy asr xl hip prosthesis was found to be associated with periprosthetic metallosis led to revision surgery.